Event description:
It was reported that the previously working remote monitor did not respond when the start button was pressed. It was able to be successfully reset by unplugging and replugging in the power cord, and a successful manual transmission was received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.